Event description:
The patient was treated for hepatic cancer using emoblics. On an unknown date, postoperative cholecystitis developed and was treated surgically. The cause of the cholecystitis could not be identified. No detailed information was available. The patient has recovered.

Manufacturer narrative:
Nothing is expected to be returned for evaluation. Since the lot number was not provided, the device history record could not be reviewed for this lot. However complaint database was reviewed for similar issues, and no similar event was found. Merit medical/biosphere medical will continue to pay attention to the development of similar events.